Manufacturer narrative:
(B)(4)device evaluation by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 95% stenosed lesion was located in the severely tortuous right radial vein. The sterling 6.0 x 40mm balloon was advanced to the lesion and inflated to 8atm for 40 seconds, and a second time to 10atms for 40 seconds. The lesion did not dilate fully. The balloon was inflated a third time to 12atms for 40 seconds and ruptured. The balloon was removed intact. The procedure was completed with another manufacturer's balloon. No patient complications were reported. The patient's status is good.